Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not confirm or reproduce the reported complaint. The iesu functioned normally upon testing the iesu on an in-house system in normal mode. Upon visual inspection, scratch on the top cover and faded head sink paint were observed. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted hysterectomy (malignant) surgical procedure, vio dv integrated electrosurgical unit (iesu) energy output was low and ¿not sealing very well.¿ site was using fenestrated bipolar forceps (fbf) instrument when the issue occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information: the site's robotics coordinator indicated that the fenestrated bipolar forceps (fbf) instrument continued to be used for the entirety of the procedure in conjunction with the integrated electrosurgical unit (iesu) generator. The bipolar energy settings were utilized in the surgeon's typical low settings. Due to the decreased bipolar energy output, the estimated blood loss increased by 200 ml. The procedure was completed robotically. Per the robotics coordinator, there was no injury to the patient. Note: updated fields: a2, a3a, a4, a5, a6, b7, and annex codes e and f.

Event description:
Refer to h11 for follow-up information.